Event description:
It was reported that t wave oversensing was observed. The device was reprogrammed to decrease the ventricular sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.